Event description:
A surgeon reported that the leading haptic twisted and the lens optic was warped following intraocular lens (iol) insertion. The warp was corrected, in a secondary procedure the following day, using viscoelastic. The surgeon also reported the use of an unapproved viscoelastic during the initial procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided from the account, which indicated an unapproved viscoelastic was used. The root cause is most likely related to a failure to follow the dfu. The use of unapproved products may result in lens delivery difficulties or lens damage. There were no other complaints reported in this lot number. Additional information has been requested. (B)(4).